Event description:
Cancer of lower esophagus. Wallstent (schneider model # 59721614-20 mm, length is 15 cm expandable metal) placed 10/15/97. At autopsy erosion of vertebral body and perforation of esophagus with fistula to trachea was noted. This complication is not in literature. Rptr attributed it to design with flanged bare wires on stent.